Event description:
Problem statement: it was reported to philips that the display screen is damaged. There was no patient involvement. The customer worked with the technical support representative. The device is at end of support and no service support is available. The manufacturer is unable to repair the faulty defibrillator. The mrx / (B)(4) end-of- support date for the device is (B)(6) 2022 for the USA. The customer was aware of the end-of-life terms and the device remains at the customer site.